Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy. The patient believes its the new medication that is making them itch there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.